Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-03440 and 3005099803-2014-03441 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the physician was advancing the jagwire guidewire into the patient, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician spent nearly an hour to successfully retrieve the detached tip. The physician used a second jagwire guidewire, however, during preparation, the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the guidewire revealed that the distal tip was peeled and bent, approximately 2.3 cm from distal end with a length of 0.3cm. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fractured. The ptfe jacket did not present any anomaly. The complaint is not consistent with the return that the distal tip was detached exposing the tip of the metal corewire. Based on all gathered information, the most probable root cause is "handling damage." Since the manufacturing of this complaint device, a corrective action has been initiated to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-03440 and 3005099803-2014-03441 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2014. According to the complainant, during the procedure, while the physician was advancing the jagwire guidewire into the patient, the hydrophilic tip detached inside the patient exposing the tip of the metal corewire. The physician spent nearly an hour to successfully retrieve the detached tip. The physician used a second jagwire guidewire, however, during preparation, the hydrophilic tip also detached exposing the tip of the metal corewire. The procedure was completed with different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.